Event description:
It was reported that a dependent patient presented to the emergency room due to a low heart rate and general fatigue. The ventricular lead failed to capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.